Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient¿s ipg was not revised. The pocket site was only opened in order to revise the migrated lead, which had to be disconnected from the battery. The ipg was temporarily removed and was put back in. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.